Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent and delivery system was to be implanted transduodenal to the bile duct for biliary drainage during an endoscopic ultrasound (eus) procedure on (B)(6) 2017. According to the complainant, during the procedure, the first flange of the stent was deployed outside of the common bile duct. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with a wallflex biliary fully covered stent, which was placed over a guidewire. There were no patient complications as a result of this event. The patient was reported to be in good condition post procedure.